Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the cause of the too aortic position was reported to be a result of inability to correct valve position due to rapid valve inflation by the operator. The pvl was likely due to the xt valve malposition. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, valve-in-valve was performed for unintended aortic placement of prosthetic valve. Transapical approach was selected for a (B)(6) male patient with chronic aortic dissection. Although valve position was maintained at 50:50 until half inflation, the valve was eventually implanted in a 90:10 aortic/ventricular position due to slipping toward the aorta during inflation with nominal volume. Moderate paravalvular leak (pvl) was observed at 12-3 o¿clock by transesophageal echocardiography (tee). Due to the unintended valve placement with potential risk of migration, valve-in-valve was chosen as bailout. The second valve was implanted in a lower position than the first valve. Following the second valve implantation, tee still showed moderate pvl at 3 o¿clock. The pvl reduced to mild by post dilatation with 1 ml more than nominal volume. The patient was extubated and left the operating room in stable condition. As per the proctor, valve position could not be fine-tuned since the inflation from half to full was too fast.